Event description:
User facility reported: while performing a left heart catheterization bypass graphs, using the acist cvi angiographic contrast injector, air was injected after injection of the rca graph. The pt's ECG showed st elevation and the pt experienced chest pain.

Manufacturer narrative:
Hospital discontinued use of the acist angiographic injection system in 2008, and the system was returned to acist in 2008. Upon completion of investigation and testing, a follow-up report will be submitted to FDA.